Event description:
In 2002, the doctor applied the procallus fixator to the pt's right tibia for correction of blount's disease. A little over a month later, the pt heard a noise that came from the fixator. The pt saw the doctor regarding the sound and the doctor found that the proximal clamp screw in the distal clamp had broken in the threaded portion of the screw. The doctor also found that the pt's treatment progress, the pt was at 0 degrees angulation, had changed and the pt was now at 10 degrees of valgus angulation. The doctor brought the pt into the operating room that day and, while the pt was under anesthesia, the pt replaced the fixator and corrected the valgus angulation.